Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements occurred on this right atrial (ra) lead and associated cardiac resynchronization therapy pacemaker (crt-p). Noise and loss of capture was also reported. Implant difficulty was encountered with the lead; the helix was stuck following multiple attempts to reposition the lead. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating the ra lead continued to exhibit high, out-of-range pace impedance measurements of greater than 3000 ohms. Technical services (ts) was contacted, and ts noted an intermittent noise artifact on the atrial electrogram (egm) which was being oversensed by the crt-p. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements occurred on this cardiac resynchronization therapy pacemaker (crt-p) and associated right atrial (ra) lead. Noise and loss of capture was also reported. Implant difficulty was encountered with the lead; the helix was stuck following multiple attempts to reposition the lead. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was later reported that the associated lead had been tested on a pacing system analyzer (psa) and no device involvement in clinical observations was suspected.